Event description:
The customer reported via phone call that they had experienced high blood glucose. Blood glucose level is high 475 mg/dl as the customer was not wearing the insulin pump but, was on manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.